Manufacturer narrative:
H4: the lot was manufactured between june 19, 2024 and june 20, 2024. The actual devices were received for evaluation. The first sample contained 153ml of fluid within the bladder; the second sample did not contain any fluid. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the two samples; flow rates were found to be within the product specification range and evidence of continuous flow of fluid was observed flowing out of the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume infusors had no fluid flow. The devices were filled with 50ml of normal saline. This occurred prior to patient use. There was no patient involvement. No additional information is available.